Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that needle retraction failure occurred at an unspecified time with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "it has been determined that the lot # 8309854 and 8318745 of part # 308-367364 have been proven to produce defective product that pose health and safety risk to end-users/clinicians who have been using this product with patients. As such, we have quarantined these two lot numbers and will be initiating an internal recall. However we have quite a bit of these two lot numbers in stock at our central warehouse."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8309854, medical device expiration date: 2020-10-31, device manufacture date: 2018-11-05. Medical device lot #: 8318745, medical device expiration date: 2020-11-30, device manufacture date: 2018-11-14. Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred at an unspecified time with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "it has been determined that the lot # 8309854 and 8318745 of part # 308-367364 have been proven to produce defective product that pose health and safety risk to end-users/clinicians who have been using this product with patients. As such, we have quarantined these two lot numbers and will be initiating an internal recall. However we have quite a bit of these two lot numbers in stock at our central warehouse."